Event description:
It was reported the cysto-nephro videoscope was reprocessed on an improperly maintained endoscope reprocessor. The videoscope was used in an unknown number of procedures. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h6. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation the presumed cause of reprocessed oer-3, which had never been disinfected since the water supply line was disinfected on 2023/10/2 could not be identified because the actual product has not been returned to the quality assurance department of shirakawa factory, and the detailed condition could not be verified. The root cause could not be identified. Event description on the complaint information tab confirmed that (1) occurred on the actual product. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: instructions endoscope reprocessor oer-3 (acecide 6% disinfectant solution) chapter 7 routine maintenance 7.3 disinfecting the water supply piping. Olympus will continue to monitor the field performance for this device.